Event description:
Left trying to pull wads of cotton out of myself- vagina [foreign body in reproductive tract]. It (tampon) pulled apart as I was taking it out [complication of device removal]. It (tampon) pulled apart [device breakage]. Case description: consumer reported via email that the tampons pulled apart as she was removing it. No serious injury was reported.